Event description:
Housing for the permanent cautery hook instrument tip was cracked. The instrument was inside the pt throughout the surgical procedure, however, the crack was not noticed until the procedure was completed. It was also reported that no components were missing from the housing, nor did any pieces fall inside the pt. No pt harm, adverse outcome or injury was reported.